Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system nodes and calibration files were reloaded. The cine drive was reformatted. The system was tested and found to working as intended and returned to service.

Event description:
The customer reported that the thumb nails of the saved images cannot be retrieved. This an indication of a data loss/data mix situation. There is no report of pt injury or death associated with the event described in this complaint.